Event description:
It was reported that while performing a lumbar epidural steroid injection, a portion of the catheter of a portex® continuous epidural tray broke off of the end and remained in the patient. At the time of the event, steroid was unable to be infused, so the doctor "grasped the catheter and needle together and pulled them out". The doctor then noticed that the end of the catheter was uniform and upon further observation, noticed that 9cm of the catheter was missing from the end. The patient was going to see a neurological surgeon at a later date. No permanent injury was reported.